Event description:
It was reported that the customer passed away as a result of diabetic complications. However, it was later reported that the cause of death was unknown and an autopsy was not performed. The customer passed away in his sleep while wearing the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.